Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. During positioning of the xtw clip delivery system (cds) in the anatomy, there was an issue with steering. When the medial "m" knob was applied, the cds also moved in the posterior direction. The clip was able to be deployed. When the cds was removed, the system was observed to be warped. It was noted to be bent at about a 45-degree angle. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (sleeve steering issues), and deformation due to compressive stress, were not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unintended movement (sleeve steering issues) associated with the delivery catheter moving in the posterior direction when the ¿m¿ knob was applied could not be determined. The cause of the reported deformation due to compressive stress associated with the cds shaft bend could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.